Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm was confirmed. Ventec determined that the alarm was due to the device having no ventilation output. Ventec replaced the blower to resolve the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of both the reported and observed issues was the blower.